Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard a beeping sound from the device. Upon interrogation, it was noted that this s-ICD exhibited a premature battery depletion error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.